Event description:
Patient undergoing cystoscopy with clot evacuation. An electrosurgical cautery was being used attached to the cystoscope. The equipment had been in use for approximately 45 minutes when there was a puff of smoke with electric arc resulting in the cord splitting into two parts. No injury to patient or staff. The cord was replaced and procedure completed. Surgeon states cord was examined and found to be intact prior to start of procedure.what was the original intended procedure?cystoscopy.